Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2012 the pt had an advance sling implanted. It was reported that following the implant, the pt had incontinence that was worse than baseline and another continence device was implanted.